Event description:
The report received from the affiliate indicated that eight days after the index procedure, the pt presented with a sub acute thrombosis (sat). The pt had a cypher select plus 3.0x23 mm stent implanted in the left anterior descending (lad) target lesion, and two non-cordis cobalt chromium stents implanted in the right coronary artery (rca) during the index procedure. The (lad) vessel was totally occluded in the mid point. The sat was treated by balloon angioplasty, and implantation of an additional stent in the proximal edge of the previously implanted cypher stent. Ionotropic drugs were started, and an intra aortic balloon pump (iabp) was also inserted.

Manufacturer narrative:
The lad target lesion was reported to be: de novo, a 70% stenosis, heavily calcified, 23mm length, and type c. The first rca lesion was reported to be: de novo, not calcified/tortuous, a 70% stenosis, and 15mm length. The second rca lesion was reported to be; de novo, not calcified/tortuous, a 70% stenosis, and 13mm length. Please note that device (lot# 13391633) is distributed outside the u.s., however, it is similar to the united states product. The product is not available for evaluation, and testing. Additional info will be submitted within 30 days upon receipt.